Manufacturer narrative:
Concomitant medical products: 5076 lead, implanted: (B)(6) 2006; 1056t lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had t-wave oversensing (twos), loss of capture, high thresholds and oversensing. The lead is still in use. No patient complications have been reported as a result of this event.